Manufacturer narrative:
The investigation, including root cause determination is in progress.

Event description:
A system operator reports a custom pt with topographically-observed "central islands" (corneal irregularities) and possible decrease bcva in the following a bilateral custom myopia with astigmatism laser procedure. This report is for the right eye, the left eye is being submitted under manufacturer number 1061857-2007-00139. Pt records were received and showed a 2-line decrease in bcva in the right eye at 5 weeks post-op. Ucva improved from 20/cf to 20/40. Surface irregularities associated with laser refractive surgery can interfere with vision. Some irregularities spontaneously resolve after several months. Pt's with persisting irregularities may be treated with alternative methods including spectacle correction, contact lens correction or surgery.